Event description:
Info received indicates the head side rail did not latch resulting in a pt fall. No injury.

Manufacturer narrative:
The wound care nurse stated that the pt climbed over the siderail and fell out of bed. The siderail did not fail. The tech indicated the siderails and bed were working as designed. Siderails are intended to be a reminder of the pt of the bed's edges, not a pt restraining device. When appropriate, hill-rom recommends that medical personnel determine the proper methods necessary to make sure a pt remains safely in bed.